Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, ec345 alarms were not reproduced. A review of the event history log (ehl) revealed 'error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an upstream thermistor failure. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had s system error 345 (thermistor disparity) upon device power up in the medicine I department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.